Manufacturer narrative:
Initial report from end user stated injury occurred because dealer ordered short backrest kit. However, it was determined by his doctors to propose a special (non-permobil) gel cushion to alleviate pressure and to limit the end user's wheelchair use to 8 hours. There was no known device problem and no failure detected with this component. The root cause of this injury is considered to be user neglect. Therefore, we did not attempt to bring component back for investigation. Other complaints about the wheelchair making excessive noise was linked to the end user spraying a non-recommended lubricate on the mechanics. The DHR for this device was reviewed and wheelchair met specifications prior to distribution. (B)(4).

Event description:
End user reports being unhappy with the service the dealer has provide. End user reports that the dealer ordered him a short backrest kit which has caused a stage 3 or 4 ulcer. End user reports an abundance of squeaking going on within the backrest mechanics or in the seating system.